Manufacturer narrative:
Additional information: d9, g3, h6. It was reported that the edge of the optic is to sharp which results in plastic debris. Further information was provided that the reported event occurred during a minimal invasive hernia surgery. Surgery was finished successfully with a new device without further issues. It was further reported that due to the sharp end a balloon was damaged, but no plastic debris was introduced into patient. The reported event was confirmed. The manufacturer evaluation revealed dents and damages at the distal end which resulted in the reported sharp edges. The most likely cause is attributed to improper device handling such as hitting the device with another instrument, leveraging the device during use and/or applying excessive force.

Manufacturer narrative:
Additional info: b5. H6: medical device problem code updated to 4013 based on follow-up information provided in b5.

Event description:
Update dw 30-jan-2024: further information were provided that the reported event occurred during a minimal invasive hernia surgery. Surgery was finished successfully with a new device without further issues. It was further reported that due to the sharp end a balloon was damaged but no plastic debris was introduced into patient.

Event description:
It was reported that the edge of the optic is too sharp which results in plastic debris. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update dw 22-jan-2024: further information were provided that the reported event was noticed at the end of a surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.